Manufacturer narrative:
Continuation of d10: product ID tm90t0 lot# serial# (B)(6). Product type: accessory product ID hh9020tdd lot# serial# (B)(6). Product type: product ID a820 lot# serial# unknown. Product type: software. Section d information references the main component of the system. Other relevant device(s) are: product ID: a820, serial/lot #: unknown. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
Information was received from a consumer regarding a patient receiving hydromorphone and bupivacaine via an implanted pump. The indication for use was non-malignant pain. The patient reported they could not get the communicator to connect to ptm. The patient repeated complaints about communicator not working as expected and stated that he has recently been getting a system error with service code 156 (application restarting due to system error). The agent had the patient restart handset and communicator and connect to pump. The patient was able to do so but stated that it still takes too long. The agent reviewed best practices for placement of the communicator over the pump and advised the patient to call back if he continues to have trouble. Additional information was received on 10-jun-2024 from the patient who reported they were told to call back if the troubleshooting from friday did not resolve the issue. The patient stated they are getting service code 156 (application restarting due to system error) "multiple times a day" and the assistance they received on friday did not help the issue. The patient also stated they "every time" when they first connect they rec eive "not found" but then connects and "stalls at 91 percent for at least a minute and a half" while trying to connect on the call patient was receiving "no pump response, " an email was sent to repair department to replace both devices. The patient receiving not found and no pump response despite continued troubleshooting and t receiving 156 error code "multiple times a day" for the past couple of months and taking longer to connect. No patient injury reported.